Manufacturer narrative:
(B)(4). Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. Customer states the insulin pump has cosmetic damage. The customer also reported that there was a hairline fracture that started from lip and wrapped around and has reached the front of the insulin pump. The device will be returned for analysis.